Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 40 mg/dl at the time of incident. Customer stated that there was difference sensor glucose and blood glucose level. Sensor glucose reading was 75 mg/dl. Customer stated that insulin pump was not suspended due to difference between them. The device will not be returned for analysis.